Event description:
Clinical report states that a perforation of the femoral cortex occurred while broaching the femoral canal during a primary tha. The perforation was evaluated with fluoroscopy, deemed to be stable, and broaching was continued past the cortical defect. Patient was treated with protected weightbearing.

Manufacturer narrative:
The device associated with this report was not returned is presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.